Event description:
It was reported that the pt's device depleted after 13 months. It was noted that the pt experienced less frequency with the device. The pt was re-directed to his physician. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).